Event description:
Customer reported a cartridge alarm 20 during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received instructions from technical support to return the problematic pump and was sent a replacement pump.